Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The balloon rupture was confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported balloon rupture however the reported difficulty removing the device and subsequent patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal right coronary artery (rca) that was mildly tortuous, non-calcified and 90% stenosed. Direct-stenting was being performed with a xience alpine 3.5 x 12 mm which was advanced to the lesion, without resistance felt, and the balloon was pressurized. When the pressure was increased from 8 atmospheres to 10 atmospheres, the stent delivery system (sds) balloon ruptured and a dissection occurred. The stent implant was confirmed to be deployed successfully. Resistance was felt during retraction of the sds with the guiding catheter. A new xience stent was used as treatment for the dissection to complete the procedure. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.